Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The mother called on behalf of her daughter who was the consumer. She reported upon removal a tampon fell apart leaving pieces inside her daughter. She went to the ER where the tampon pieces were removed. She experienced vaginal discharge and odor, spotting and mild cramping. She was diagnosed with an infection and prescribed antibiotics. Her symptoms have now resolved.